Event description:
A report was received that the patient's ipg would not charge. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient did well postoperatively.

Event description:
A report was received that the patient's ipg would not charge. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.